Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected partial display with horizontal lines on display due to broken traces on lcd glass between the lcd controller and the lcd image area. Device passed displacement test and self test.